Event description:
Device issue: failure to retract-foot, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the foot could not be parked causing difficulty removing the device. The device was removed by "manipulating the open foot through the access site." When the device was removed, the suture could not be used. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Additionally, eight unopened sterile proglide devices, from the same lot number, were returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with any additional relevant information.